Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified forearm artery anastomosis. An sv/3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon vertically ruptured upon third inflation at 15 atmospheres for 1 minute. The device was pulled out without any problems. Subsequently, another of the same symmetry balloon was advanced, however, the balloon also ruptured during second inflation at 12 atmospheres for 1 minute. Upon removal, the device could not be removed from the 6f non-boston scientific sheath. It was separated when pulled out, and the balloon tip was retrieved using a snare. The procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.